Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that guidewire polytetrafluoroethylene (ptfe) coating was scraped in several places along its length and was bent. Functional testing was not performed due to the anomalies found on the guidewire. Since the microcatheter used with the guidewire was not returned it was not possible to determine if the microcatheter contributer to the reported complaint. However, the anomalies found on the guidewire are known to adversely affect the functional performance. The torque device was not returned with the complaint device, so it could not be tested to determine if it contributed to the identified peeling of the ptfe coating, as a result the assignable cause code of undeterminable was assigned to the as analyzed issue.

Event description:
Based on the investigation of the returned product, the guidewire (subject device) was found to have the polytetrafluoroethylene (ptfe) coating peeling. There were no clinical consequences to the patient.